Event description:
The device was later explanted and replaced without complication. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007 and the shortened replacement window advisory (B)(6)2007 population product advisory was initially communicated on (B)(6) 2007, declared end of life (eol). The boston scientific sales representative reported that a replacement procedure would occur once the patient's viral infection, which was not related to the device system, cleared. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.